Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported transient light sensitivity in a patient's left eye 20 days post lasik. Patient is photophobic under slit lamp illumination. The patient reports light sensitivity even with sunglasses on. Patient was restarted on steroids with a tapering schedule. Upon follow up, the patient is reported to be doing well. Light sensitivity issues have improved with treatment and patient will return to clinic in two months for routine check up there are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, patient is experiencing dryness. Patient noted some mild redness that has not gone away fully. Lifitegrast ophthalmic solution was prescribed to use twice a day. Patient will continue to be monitored.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).